Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. The patient had already been admitted to the hospital due to the weakness in their body. The patient was not treated with antibiotics for the event. The patient recovered from the peritonitis after a few days. At the time of this report, the patient was discharged from the hospital; however, was recovering from the weakness in the body. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness in body. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.